Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 05-jun-2023. H6: investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc unit from lot number 3093662. A gross visual inspection of the returned unit did not identify any damage to the components. The used unit was microscopically inspected for anything that could have previously prevented retraction in the user environment. No adhesive or other damage/defects could be identified. Additionally, the used unit was un-retracted and then tested for retraction. The used unit successfully retracted without issue. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. 2 of 3 related files. The following information was provided by the initial reporter: states the catheter wouldn't retract (safety).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. 2 of 3 related files. The following information was provided by the initial reporter: states the catheter wouldn't retract (safety).